Event description:
It was reported an issue with a box of a supramid suture. The client reported that the product has no label, the product label is missing. There is no patient involvement.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received some pictures showing a box of supramid code g0712361 and batch number 623182 without the front label. Upon internal investigation, it has been determined that this defect occurred in the warehouse when preparing the shipment. Upon checking traceability, it has been verified that this box was labelled. However, it is likely that it was not attached correctly and peeled off for some reason and the personnel involved did not notice it. Therefore, the box was not discarded and consequently supplied to the customer by mistake. Taking into account that no other customer complaints have been received for this code-batch regarding this issue, we consider that this is an isolated box. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most likely root cause determined is that the label on the box was not placed correctly when preparing the shipment to the customer in the warehouse and peeled off. Final conclusion: final conclusion: considering that the pictures received show a box that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the pictures received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.